Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-23734. It was reported during a post-op appointment, diagnostic testing revealed high impedance readings on the patient lead contact. Reprogramming was unable to resolve the issue. Subsequently, the patient will undergo surgical intervention as the next course of action. Please note it is unknown which lead reflected high impedances, therefore, both are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23734. Follow-up information revealed the patient underwent surgical intervention where both of the patient's leads were explanted and replaced. It was noted the patient's 3186 lead was in two pieces. However surgical intervention resolved the reported issue.. Issue.